Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer previously received information alleging lung disease, eye irritation, nose irritation and respiratory tract irritation. There was no medical intervention required by the patient. Due to potential litigation surrounding this case, no follow up can be performed at this time. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer inspected the device externally and internally observed a dust-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure and throughout humidifier enclosure. Potential mineral deposits inside the water tank were observed. Black substance was observed on the outside bottom of the blower box and was stuck to it and black pieces of a black substance were found on the bottom of the enclosure. Evidence of sound abatement foam degradation/breakdown was observed. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's downloaded logs were reviewed by the manufacturer. There were twenty-three errors found. The manufacturer concludes there was evidence of sound abatement foam degradation in the device and was unable to address the symptoms specified. Section-d and h has been updated.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging lung disease, eye irritation, nose irritation, respiratory tract irritation. There was no medical intervention required by the patient. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.